Event description:
It was reported that the physician noted a recent increase in the atrial fibrillation (af) burden percentage in the current programmed tracking mode. Additionally, loss of atrial capture at the maximum programmed output was noted. Boston scientific technical services (ts) was contacted for a programming discussion, as well as an evaluation of the right atrial (ra) lead status. Ts discussed that there were several episodes of atrial under-sensing and far-field over-sensing resulting in inappropriate mode switches. There was also an abrupt increase in the atrial intrinsic amplitude and pacing impedance measurements to 714 ohms that ts speculated could be the result of a fall. There was a single signal artifact monitoring (sam) episode that was stored due to atrial fibrillation. This resulted in the minute ventilation (mv) feature being programmed off automatically. It was also discussed that since the patient had no underlying rhythm, a fixed ventricular pacing percentage to prevent potential over-sensing. Further programming option were provided to reenable the mv feature. Ts strongly recommended a ra lead replacement procedure to ensure proper bradycardia pacing support and device synchrony were maintained. At this time, the device and ra lead remain implanted and in-service. The patient was stable with no adverse effects reported.